Event description:
It was reported the patient never had therapeutic effect. The patient could not walk and the pump did not seem to be working. The patient had not been able to do anything since 2 months prior to surgery. The patient had to use a walker and her back hurt so much that she couldn¿t do anything. The patient spent most of her time in bed and was concerned se may get a blood clot as a result. The patient was also concerned about high blood pressure (170) due to stress of severe pain. She was concerned about having a stroke or heart attack. The patient¿s blood pressure was checked ¿each time¿ but she had not been told anything about it. The patient could not do back exercises due to her back hurting. The pain was so bad she ¿wanted to collapse.¿ withdrawal was reported. The patient did not received pain medication after surgery. She was taking 160 milligrams (mg) of oxycotin beforehand and at the time of the report the patient was only getting 10 mg per day. The patient had gone into withdrawal and the low dose of oral medication was not helping at all. She had been taking higher doses so long and she may have had a higher tolerance or threshold. The patient woke up during the implant surgery and someone said she needed more. It was reported the symptoms began following a new pump and catheter implant. The patient felt good for two days during the trial, but was also on her regular dose of oral pain medication. The first refill was on (B)(6) 2013. She was ¿poked all over her body¿ and reacted with fear. She had to be put under to perform the first refill. The patient had last seen a health care provider (hcp) on (B)(6) 2014 and the next appointment was (B)(6) 2014. It was noted that the patient¿s dosage was ¿screwed up twice.¿ the patient was told the hcp was going to decrease the saline and increase the morphine at the refill approximately (B)(6) 2014. The patient was concerned there was a device problem but hasn¿t mentioned it to her hcp as of the date of the report. The pump was being used to deliver morphine and saline. It was later reported the patient was experiencing low back and leg pain. The pump was not working well and the patient asked for an increase. As of (B)(6) 2014, the patient continued to have pain everywhere and wanted the pump increased at each visit and the oral medication did not touch pain. The patient had an appointment (B)(6) 2014 to discuss options.

Manufacturer narrative:
Concomitant products: product ID: 8780 serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).